Manufacturer narrative:
(Pt could see edge of lens in vision) (lens decentered inferiorly) unlabeled; evaluation. Results: visual inspection of returned product found no visible damage to lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. It should be noted injector, cartridge and foam tip plunger were not returned for evaluation. Conclusions (no device failure): at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method if sizing based upon white-to-white and anterior chamber depth measurements was used in the clinical trial and is recommended in the current labeling of the icl. If the predicted length is too long, the result may be an excessive vault.

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the pt's left eye (os) in 2008. The lens was explanted two months later, due to inadequate vaulting. The pt experienced elevated iop. The icl decentered inferiorly and the pt could see the edge of the icl in their vision. The lens was exchanged for a longer lens. The reporter stated the event was due to a mismeasurements of the white-to-white. The pt's current best-corrected visual acuity is 20/20.